Manufacturer narrative:
Checking the device history records (dhrs) of smr humeral head ø44 mm (product code: 1322.09.440, lot: 1603719 - ster: (B)(4) involved, no pre-existing anomalies were detected. This is the first and only complaint received on this lot number. A final report will be submitted once the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2025, due to rotator cuff failure. Patient required a conversion from total shoulder to a reverse total shoulder. According to the complaint source the cuff failure was due to progression of pathology. Previous surgery was performed on (B)(6) 2017. Patient is a female, 81 years old. The following devices were explanted during the revision surgery: smr humeral head ø44 mm (product code: 1322.09.440, lot: 1603719 - ster: (B)(4). Smr cementless finned stem (product code: 1304.15.180, lot: 1610238 - ster:(B)(4). Smr ecc.adaptor taper standard (product code: 1330.15.274, lot: 1609802 - ster: (B)(4). Smr finned humeral body (product code: 1350.15.110, lot:1616777 - ster: (B)(4). Cemented glenoid 3 pegs small (product code: 1379.50.020, lot: 16at03s) event occurred in canada.